Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic subtotal gastrectomy procedure, when dividing duodenum, the staple could not deploy after squeezing the lever. There was no patient injury.